Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 pocket d5 was jammed as it was hard to open and close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 2.1 was jammed. The field service engineer (fse) found drawer jam was resolved by assisting the customer remotely to recover the drawer. The customer verified drawer functionality using the pyxis application. The system functioned as intended after the field service engineer investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 pocket d5 was jammed as it was hard to open and close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.